Event description:
A talent stent graft device was implanted into a patient for the emergent treatment of a ruptured abdominal aortic aneurysm. It was reported that the physician implanted a talent bifurcated stent graft without complication. It was reported the patient expired later that day. The physician stated that the patient expired due to the complications from the rupturing of the abdominal aortic aneurysm prior to stent graft placement.

Manufacturer narrative:
(Ruptured aneurysm prior to stent graft placement). Evaluation results and conclusion: (death). (Ruptured aneurysm prior to stent graft placement).